Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; device is seen ruptured. Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant is in the future.

Event description:
Explanting physician reported a left side device rupture. Device remains implanted.